Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the hi-pot tests. Upon eval, the pulse wire in the distribution node to rear therapy electrode cable was intermittent. The cause of the hi-pot test failure is the intermittent wire. The root cause for the intermittent pulse wire cannot be positively determined. No adverse event resulted from the damaged electrode belt. The last pt to use this electrode belt did not report any deficiencies.